Event description:
It was reported that the pump alarming no disposable pump wont run. Reattached cassette, unclamped tubing, powered on pump, and attempted restart. Confirmed medication delivery with run screen and reservoir volume counting down. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.